Event description:
Pt's letter stated that they were dissatisfied with the v.cath. Pt felt pain during insertion, cellulites developed at the insertion site, and device was removed after approximately five days of usability. This information was captured through product comment card.